Manufacturer narrative:
Patient information:unknown. Claim# (B)(4).

Event description:
The reporter indicated that a sugeron reported, "on one of his icl patients, saw some opacity on the crystalline lens in the periphery during surgery." It was also reported, "patient has good iop, vision, and vault at the same day post op appointment. He will monitor both patients.

Manufacturer narrative:
Corrected data: b1: adverse event or product problem: it should be corrected to state product problem b2: outcomes attributed to adverse event: it should be corrected to omit "required intervention to prevent permanent impairment/damage". Claim# (B)(4).